Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and right atrial (ra) lead due to non function. Spectranetics lld #2 lead locking devices (lld #2s) were inserted into each lead to provide traction. Beginning with a spectranetics 14f glidelight laser sheath, there was considerable lead on lead binding, requiring changing back and forth on the leads. While on the rv lead, the insulation had become compromised, so the focus turned to the ra lead, which was freed. Immediately after removal, the patient's blood pressure dropped, and a pericardial effusion was detected via transesophageal echocardiogram (tee). Rescue efforts began immediately, including rescue balloon, CPR, and sternotomy. A superior vena cava (svc) perforation was discovered; however, the patient¿s tissues were very friable and the repair could not be completed. The patient did not survive the procedure. This report captures the 14f glidelight device in use when the perforation occurred, requiring intervention but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2): patient date of birth unk. A4): patient weight unk. D4): device serial number is unk. H3): the glidelight was discarded, thus no returned product investigation was performed. H6): great vessel perforation and death are known risks of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.